Event description:
It was reported by the distributor that a malfunction occurred with the customer¿s insulin pump, displaying an error code 16-0x20e6. The customer chose not to share information regarding whether their blood glucose level exceeded 500 mg/dl, and there was no data available about their blood glucose level at the time of the event. Tandem technical support confirmed the customer¿s shipping address, provided storage mode instructions, and arranged for the return of the malfunctioning pump with a prepaid label and return box. The pump was confirmed to be within warranty and was replaced with a new pump, although the customer declined to share details about their backup insulin therapy during the replacement process.